Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level under 40 mg/dl resulting in "gash in elbow and some bruises". Low bg cause was not known. Customer consumed carbohydrates to address the issue. Customer was admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.